Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assesment; result: two screws were returned and both were inspected under a microscope. The green screw (4x12 lot# nhb) was inspected and it was found that one of the threads was deformed and pieces were starting to fracture off of the thread. No relevant manufacturing issues were found upon device history review. The reflex hybrid risk file includes hazardous situations such as "incorrect alignment- difficulty in screw insertion" and, "too much torsional force - screw damages locking ring - additional time required to remove damaged plate and implant new one" which are relevant to the reported event. Conclusion: the probable root cause of this event is likely due to an incorrect alignment of the screw and too much torsional force applied during the insertion.

Event description:
It was reported that; doctor was doing a c3-4 acdf using a 16mm plate with screws. Approx 3 screws were successfully inserted, then he was unable to get the 4th screw to fully lock. The screw was removed, the doc was reminded of the angulation parameters of the plate, and a new path was drilled using a 12mm drill and a variable single barrel guide. The doc then tried to insert a screw, but was unable to get it to lock. When he took the screw out, he noticed two metal shards near the screw insertion point. He removed the metal pieces, left the screw out, and completed the case.

Event description:
It was reported that; doctor was doing a c3-4 acdf using a 16mm plate with screws. 3 screws were successfully inserted, then he was unable to get the 4th screw to fully lock. The screw was removed, the doc was reminded of the angulation parameters of the plate, and a new path was drilled using a 12mm drill and a variable single barrel guide. The doc then tried to insert a screw, but was unable to get it to lock. When he took the screw out, he noticed two metal shards near the screw insertion point. He removed the metal pieces, left the screw out, and completed the case.